Event description:
Caller reported a malfunction on the pump after swimming, which was not resettable. Customer's blood glucose level exceeded 500 mg/dl, confirmed by the customer, although the exact value was not recalled. To address high blood glucose, customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer reverted to manual injections for insulin therapy.